Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was pulled over while driving by a police officer due to swerving. The police officer was suspicious of stroke with this pt and immediately took him to the emergency department at (B)(6). Upon admission, the pt was alert and speaking but did have facial paralysis and their international normalized ration (inr) was 9.2 and ptt 51. It was also reported by the nursing staff that the "pt was bleeding everywhere." In pt's history, the pt had multiple driveline disconnects. The pt later expired.

Manufacturer narrative:
According to the information provided to the manufacturer, an autopsy was not performed and the pump was not returned for evaluation. The report of multiple driveline disconnected alarms seen in the patient¿s event history was confirmed based on the information recorded in the log file retrieved from the patient's system controller; however, the investigation was unable to confirm any particular root cause that may have led to the atypical events recorded in the log file. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.